Event description:
When pt was being turned toward the vent to change linens, the endotracheal tube slid through the e-tab. The pt required re-intubation. Although the strap was placed appropriately through the clamp, the adhesive provided no add'l security to hold the ett in place. This has been a recurrent problem, particularly with pts who do not have teeth, are edematous or when oral secretions accumulate around the endotracheal tube. Dose or mount: one. Dates of use: 1 week. Diagnosis or reason for use: airway maintenance. Event abated after use stopped: yes. Event reappeared after reintroduction: no.